Event description:
It was reported per field service report: symptom- unit alarmed with ¿purge failure¿ message while on patient. Replaced intra-aortic balloon pump (iabp) with spare iabp. Second pump worked fine. Findings/action taken: was unable to duplicate the purge failure. Corrected misrouted cables, reseated all front end board, cpu (central processing unit), board, pcs (pneumatic control switch) assembly, pump assembly, ims driver, fos (fiberoptix sensor) board, front panel and power supply connections. Unit passed functional checkout. The pump is back in service. An update received on (B)(6) 2012 from the field service rep stated that the biomed reported that the unit was switched with the backup iabp. The biomed did not know the patient¿s outcome or how long the iabp therapy was delayed. The second iabp worked fine. An add¿l update received on (B)(6) 2013 stated that there was no report of patient death, complications or injury. The patient outcome was okay. There was a delay or interruption in therapy just long enough to switch out the pump with no cause or harm to the patient. They were able to successfully complete the iabp therapy.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.